Event description:
Reportedly, on (B)(6) 2021, the pacemaker was replaced due to normal battery depletion. The screwdriver was inserted in the silicon cap to disconnect the lead and the physician turned it counterclockwise. When it was pulled out of the silicon cap, the tip of screwdriver remained attached to the setscrew, and it could not be detached afterwards. Preliminary analysis revealed that the connection system of the returned pacemaker functions as specified with a duplicate torque-limiting screwdriver.

Manufacturer narrative:
Preliminary analysis revealed that the connection system of the returned pacemaker functions as specified with a duplicate torque-limiting screwdriver.

Event description:
Reportedly, on (B)(6) 2021, the pacemaker was replaced due to normal battery depletion. The screwdriver was inserted in the silicon cap to disconnect the lead and the physician turned it counterclockwise. When it was pulled out of the silicon cap, the tip of screwdriver remained attached to the setscrew, and it could not be detached afterwards.

Event description:
Reportedly, on (B)(6) 2021, the pacemaker was replaced due to normal battery depletion. The screwdriver was inserted in the silicon cap to disconnect the lead and the physician turned it counterclockwise. When it was pulled out of the silicon cap, the tip of screwdriver remained attached to the setscrew, and it could not be detached afterwards.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.